Manufacturer narrative:
The insulin pump was received with constant no motor movement error alarms noted during rewind due to corrosion on the motor home switch. Severe corrosion was found on the force sensor assembly and moisture damage on all electronic assemblies. Unexpected no motor movement variable 3 alarmed during self-test due to moisture damage on the keypad traces. The insulin pump passed sleep current measurement and active current measurement. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is unable to rewind. The customer was also advised that the device would be replaced and agreed to return the product for analysis.